Manufacturer narrative:
.

Event description:
Additional information: the device was not changed out, as they performed additional blood gas sampling. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 23-nov-2015: according to perfusionist ((B)(4)), their main accuracy issue is related to the reduced operating range for hematocrit (hct) with software version 1.69. The operating range upper limit for hct was 45% for the previous software (1.65) and it was lowered to 38% with 1.69. According to the (B)(4), this creates an accuracy issue especially in pediatrics as an in-vivo adjustment above 38% might not be able to be performed and this can have an impact on hct accuracy. Cases continue to be completed, without delay and without associated blood loss, but additional lab sampling is required especially when patient parameters are outside of the operating range. An additional email was received from (B)(4) on 05-dec-2015 in regards to issues with blood parameter monitor (bpm). (B)(4) states he has had accuracy issues (since 1.69 software upgrade) with hct (due to operating range change) and also partial pressure of carbon dioxide (pco2), partial pressure of oxygen (po2), and potassium (k+). According to (B)(4) the shunt sensor is calibrated with the calibrator 540 prior to each use. With 1.69, the bpm pco2 measure is lower than the lab analyzed value and the bpm po2 measure is also lower than the lab analyzed value. K+ measure of bpm is generally higher than the lab analyzer. (B)(4) stated this appears to be pre-invivo issue as accuracy improves after the initial in-vivo calibration. These accuracy issues are detected and patients have not been managed based only on bpm values. Additional lab samples have been required.

Manufacturer narrative:
The reported complaint was confirmed. Per the clinical review, the perfusionist (ccp) has observed that the partial pressure of carbon dioxide (pco2), partial pressure of oxygen (po2) and potassium (k+) values are inaccurate prior to the in-vivo calibration. After the in-vivo the readings improve. The ccp is also wary of hematocrit (hct) inaccuracies when he has to do an in-vivo calibration above the new reduced limit of 38. This occurred after the (B)(4) software update, which the addendum the customer received when the upgrade was performed states no accuracy is claimed until a gas and in-vivo calibration have been performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-00961. The customer did not give exact serial numbers, dates of issues or what values are less accurate.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the new software on the blood parameter monitor (bpm) was not good. The new software is almost detrimental, a patient safety issue. The old software was much more accurate. No other details regarding the nature of this event were provided.